Manufacturer narrative:
It was reported that a washout was required for a hip infection just 11 days post implantation during which the surgeon removed any infected tissue and replaced the poly component. The associated device was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. The device was sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. A clinical evaluation noted that based on the complaint details and communication, the root cause of the ¿washout¿ and poly revision 11 days post-implantation was due to the reported infection. The patient impact beyond the procedures, probable antibiotic therapy, possible prolonged hospitalization, and an expected brief post-op rehabilitation phase cannot be concluded. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
A revision surgery was performed due to an infection and the poly was changed.